Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The set up joint (suj) was analyzed and found during fe visits, error 23072 was confirmed to occur multiple times indicating excessive error between secondary and primary setup joint readings, with p-values pointing to the suj- z axis, or the vertical axis. Upon visual inspection, no issues were found related to the reported event. Installed the suj onto a golden system where no faults occurred in normal mode and the unit functioned as expected. As a result of these findings, no root cause could be determined at this time. The complaint regarding inability to move the arm was confirmed by failure analysis. While the definitive root cause could not be established as failure analysis could not replicate the issue and visual inspection found no defects, a possible cause may be attributed to an electronic defect of the proximal cable within the suj.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side system (pss) set-up joint (suj) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that an error occurred on arm #3, resulting in an inability to move the arm. Troubleshooting began by advising the user to disable the arm and backdrive the set up joint (suj) into a position that would allow the continued use of the system with arm 4. The procedure was continued as a three-armed system. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was continued as planned with no reported injury.